Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
A customer reported "fault no communication" (translated to english) in reference to the use of the homechoice device. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the reported condition could not be confirmed, the cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.